Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage, dissection, and death occurred. The target lesion was located in the tortuous mid right coronary artery (rca), where an unknown stent had been placed proximally. A 2.50 x 38 synergy stent and a 3.00 x 38 synergy stent were advanced to treat the proximal rca dissection. However, these stents could not pass through the existing stent, and as a result the existing stent crushed the synergy stents. The procedure was completed with another of the same device and the patient died due to other circumstances.